Manufacturer narrative:
The device was received for eval; additional info will be submitted once the quality investigation is completed.

Event description:
A stryker micro sagittal saw was sent in for repair due to overheating during testing prior to a procedure. There was no pt involvement; no adverse event was associated with the device.